Event description:
Customer reported that he receives no delivery alarms. He complained about the infusion sets getting kinked, and occluded. Customer also reported insulin leaking from the infusion set at the insertion site; customer stated that the site area smells like insulin and feel wet. Customer stated that the infusion sets do not insert into the skin. Customer was instructed to change the infusion set and reservoir; customer wanted to use the same reservoir. Customer did not want to perform manual prime with the plunger push. Customer was advised that if skin is not pinched at insertion, he can get a bent needle. Customer was able to insert new infusion set; he delivered an insulin bolus and is not receiving no delivery alarms anymore. Blood glucose value is 99 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.